Manufacturer narrative:
Catalog number: possible catalog number 67sp040. Occupation: regional clinical lead. Foreign: (B)(6).

Event description:
Information was received that a smiths medical tracheostomy tube cuff burst while in use with a patient. Subsequently, an emergency tracheostomy (trach) change was performed and the patient recovered. The nurse confirmed the cuff had been inflated with the stipulated nine mls of water and the patient had been settled prior to the burst. Patient was also reported to be on a ventilator of an unknown brand and is on maximum pressures. No adverse patient effects were reported.

Manufacturer narrative:
Corrected information: the event reported under MDR 3012307300-2018-08613 was determined to be a duplicate event and no further reports will be filed using this file number. Please refer to MDR 3012307300-2018-08201 (active file) going forward.